Event description:
It was reported that a patient underwent an initial total arthroplasty. Subsequently, three (3) weeks post-implantation, the patient underwent revision surgery due to infection. The articular surface was exchanged and a debridement was performed without reported complication. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray: catalog#ni, lot#ni; unknown femoral component: catalog#ni, lot#ni. G2: foreign, event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.